Manufacturer narrative:
(B)(4): device is currently unavailable.

Event description:
Per the clinic, the patient experienced facial nerve stimulation that could not be resolved. Subsequently the device was explanted on (B)(6), 2014; during the same surgery the patient was re implanted with a new device.the device has not been made available for analysis as of the date of this report, (B)(6), 2015.